Manufacturer narrative:
Block h6: imdrf device code a0203 captures the reportable event of stent incorrect size. Imdrf impact code f2301 captures the additional device used to remove the stent with an incorrect size from the patient.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be implanted to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) metal stent placement procedure performed on (B)(6) 2025. During the procedure, the physician believes that the metal stent is longer than the labeled length. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be implanted to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) metal stent placement procedure performed on (B)(6) 2025. During the procedure, the physician believes that the metal stent is longer than the labeled length. The procedure was completed with another of the same device. There was no patient complications were reported. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6 imdrf device code a0203 captures the reportable event of stent incorrect size. Imdrf impact code f2301 captures the additional device used to remove the stent with an incorrect size from the patient. Block h11: a wallflex biliary stents was received for analysis. Only the stent fully expanded and deployed was returned. Visual inspection did not identify failures or evidence that could be lost due to decontamination process. No other damages were noted to the stent. The reported event of stent size incorrect was not confirmed. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event and the observed failures. Therefore, the most probable root cause is no problem detected since the device complaint or problem cannot be confirmed.